Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5148218.

Event description:
It was reported that the patient fell, and possibly spinal cord stimulation (scs) lead exposed out of her back. No further information has been obtained despite good faith efforts.